Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted 5 months within 3 months. Technical services (ts) confirmed via a data analysis that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device had depleted 5 months within 3 months. Technical services (ts) confirmed via a data analysis that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Correction to field g2: report source. Correction to field g2: report source (other).